Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil was stuck while partially deployed and perforated the catheter. The patient was undergoing treatment for pelvic pain due to a dilated vein. Access was obtained via a jugular vein. The target lesion was located in the non tortuous left ovarian vein. A .035 j-tip guide wire, 6fr mach 1 guide catheter and a 5fr non bsc dav catheter were positioned in the vessel. An 18mm x 40cm interlock 2d coil and 3 non bsc 15mm x 15cm coils were deployed without issue. The .035 18mm x 40cm interlock 2d coil was then advanced in the catheter, however, when the coil was 90-95% deployed, it became lodged in the tip of the catheter. The catheter was flushed again, but the coil still could not be further deployed using its pusher wire. The physician attempted to pull the catheter back from the coil, but this was unsuccessful. While pulling on the pusher wire, it became unlocked from the coil. The coil was unable to be pushed out of the catheter's distal end with the pusher wire or utilizing either end of a stiff j-wire. The coil and catheter were retracted into the mach 1 guide catheter and the entire system was removed from the patient. It was observed the interlocking arm of the coil had perforated the tip of the catheter. The procedure was completed with a different device. There were no additional patient complications reported.

Event description:
It was reported that during an embolization treatment procedure, the coil was stuck while partially deployed and perforated the catheter. The patient was undergoing treatment for pelvic pain due to a dilated vein. Access was obtained via a jugular vein. The target lesion was located in the non tortuous left ovarian vein. A .035 j-tip guide wire, 6fr mach 1 guide catheter and a 5fr non bsc dav catheter were positioned in the vessel. An 18mm x 40cm interlock 2d coil and 3 non bsc 15mm x 15cm coils were deployed without issue. The .035 18mm x 40cm interlock 2d coil was then advanced in the catheter, however, when the coil was 90-95% deployed, it became lodged in the tip of the catheter. The catheter was flushed again, but the coil still could not be further deployed using its pusher wire. The physician attempted to pull the catheter back from the coil, but this was unsuccessful. While pulling on the pusher wire, it became unlocked from the coil. The coil was unable to be pushed out of the catheter's distal end with the pusher wire or utilizing either end of a stiff j-wire. The coil and catheter were retracted into the mach 1 guide catheter and the entire system was removed from the patient. It was observed the interlocking arm of the coil had perforated the tip of the catheter. The procedure was completed with a different device. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the coil was protruding from the distal tip of a non bsc catheter with a flush tubing device. The interlocking arm of the coil was protruding from a hole in the tip of the catheter. The catheter was cut to remove the coil. The coil was kinked and stretched with blood on the fiber bundles. Microscopic inspection revealed the interlocking arm of the main coil was bent backwards but still attached. The zap tip shape and surface were smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device. (B)(4).